Manufacturer narrative:
The reagent lot number is 84459400, and the expiration date is 31-jan-2026. The field service representative found worn pinch valves. He replaced the pinch tubing and performed a system prime. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas 6000 e601 module. Patient 1: the initial result was 667.6 pg/ml, and the repeated result was 153.4 pg/ml. Patient 2: the initial result was 6152 pg/ml, and the repeated result was 2745 pg/ml. The repeated results were believed to be correct. The samples were repeated because the initial results were not the expected results.